Event description:
The device was connected to a pt through electrocardiogram electrodes for purposes of routine monitoring. At some time during the use, the defibrillator reportedly spontaneously charged and discharged. There were no adverse affects to the pt resulting from the reported discrepancy.